Event description:
It was reported that a pericardial effusion occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear and farawave pfa catheter were selected for use. The physician performed transseptal puncture successfully without any issues. The faradrive sheath was then exchanged over the versacross wire. The farawave catheter was then advanced. The left superior pulmonary vein (lspv) was wired using a non-boston scientific wire visualized on carto. There were four ablations performed in the lspv, and a slight drop in blood pressure was noted. An effusion check was performed and confirmed with intracardiac echocardiography (ice) that there was one around the left ventricle. A chest tap was performed to drain the effusion, the patient was placed on extracorporeal membrane oxygenation (ECMO) and was hospitalized. The following day, the patient was noted to be stable and responding to commands. In the physician's opinion, the actual cause of the issue was not known nor was it known when the perforation occurred until the next day when the physician was informed by the staff that this perforation occurred at the inferior vena cava (ivc) junction. The patient was expected to fully recover from the event. The device is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear and farawave pfa catheter were selected for use. The physician performed transseptal puncture successfully without any issues. The faradrive sheath was then exchanged over the versacross wire. The farawave catheter was then advanced. The left superior pulmonary vein (lspv) was wired using a non-boston scientific wire visualized on carto. There were four ablations performed in the lspv, and a slight drop in blood pressure was noted. An effusion check was performed and confirmed with intracardiac echocardiography (ice) that there was one around the left ventricle. A chest tap was performed to drain the effusion, the patient was placed on extracorporeal membrane oxygenation (ECMO) and was hospitalized. The following day, the patient was noted to be stable and responding to commands. In the physician's opinion, the actual cause of the issue was not known nor was it known when the perforation occurred until the next day when the physician was informed by the staff that this perforation occurred at the inferior vena cava (ivc) junction. The patient was expected to fully recover from the event. The device is not expected to return for laboratory analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.